Event description:
Patient has vf episodes on home monitoring with therapy aborted that appear to show noise. The noise is on the farfield and ventricular channels. Patient will be evaluated further in clinic. Device remains implanted.

Manufacturer narrative:
Inappropriate shocks were reported before explant. The patient and device codes were updated and the explant date was added to the report. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Inappropriate shocks were reported before explant. The patient and device codes were updated and the explant date was added to the report. Upon receipt, the lead under complaint was found cut approx. 46 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. The visual inspection showed multiple signs of wear along the fragments lead body. In particular between 11 cm and 9 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the reported oversensing which led to shock delivery. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Conceivable influences are interaction with modified tissue or another implantable device such as a nearby lead, significant cardiac motion due to an adverse lead position as well as a potential increased ingrowth which had impact on the leads motion. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.